Manufacturer narrative:
Physio-control received the two batteries reported to have discharged smoke and fumes. The batteries were evaluated in the failure analysis center and it was determined that one of the batteries did not vent and only sustained external damage. The second battery was evaluated and it was verified to have vented, which caused the damage to the first battery. It was observed that the physio-control shorting plug was installed in the battery to short the battery normally; however, it is unknown what caused the battery to vent. One of the battery cells was damaged due to the venting.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported after they inserted the discharger tools into their li-so2 (lithium sulfer dioxide) AED batteries, the batteries reportedly caught fire and emitted smoke and noxious fumes. The customer reported that there was a strong sulfer smell in the building, which had to be vented. The customer did not state that there was any persons near the smoke and fire and there were no adverse effects reported.